Event description:
It was reported that the system would not boot. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system hard drive and rtos board were evaluated and replaced. The system software was reloaded. The circuit breakers in power cord were reseated. The system was tested and found to be working as intended and returned to service.